Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level over 600 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.